Event description:
It was reported that the tip was not radiopaque. The target lesion was located in right coronary artery. A rotawire was selected for use. During procedure, it was noted under fluoro that the radiopaque tip had an area that was not radiopaque. The physician pulled out the wire which was intact after removal. The procedure was completed with a new rotawire. No patient complications were reported and patient was good.